Manufacturer narrative:
Follow-up # 1 date of submission 2/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/03/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked from the thread area to the case seal and below the grip pad. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was able to power on with the test battery cap. Unrelated to the initial complaint, a leak test was performed and showed a leak at the battery compartment crack and there was evidence of moisture contamination inside the battery compartment. The pump case was removed and there was no evidence of additional moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.